Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix e/x may have caused or contributed to the reported event. The attorney alleges the device contributed to the patient's death; however no medical records, autopsy, or death certificate have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2007, the patient underwent surgery for implant of an unspecified bard/davol composix e/x. It is alleged that the patient was caused to suffer an untimely death on (B)(6) 2017, due to complications from the failure of the bard hernia mesh implanted in the patient. As reported, the patient is making a claim for an adverse patient outcome against the composix e/x. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."